Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during preparation for use, the evis exera iii xenon light source front panel switches are not functioning. No button was functioning on the device and the air cannot be turned off. There was no harm, infection or user injury reported due to the event.